Event description:
Customer reported unexpected negative reactions when testing a sample with capture-r ready screen 3 (crrs3) and capture-r ready ID (crrid) on the echo. No adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
Review of results images shows well scores of 0 for all cells of crrid, lot id122 resulting in a negative reaction. Well images appear negative. Repeat testing with crrid on same sample shows well scores of 5 & 11 for cells 2 & 11, heterozygous k cells of crrid extend I, lot p039 respectively resulting in equivocal(?) And (1+) reactions. Testing of new sample from same patient with crrs 3 shows a well score of 1 for cell I, heterozygous k cell, of crrs(3), lot r083 resulting in a negative reaction. Well image appears negative. Repeat testing with crrs 3: sample report shows sample resulted positive(1+) with cell I, heterozygous k cell, of crrs(3), lot r078. Confirmed the reactivity of the k antigen on retention crrid, lot id122. Confirmed the reactivity of the k antigen on retention crrs 3, lot r083. Customer did not send sample for testing.